Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. It was reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction injection.